Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. No additional information was provided, and customer declined all further troubleshooting.